Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, postoperatively of a total laparoscopic gastrectomy without complications, and with the appropriate anti-leakage control measures, there was an anastomotic leak. The patient had to be reoperated for a one cm opening in one of the alimentary loops, where the 60mm purple reload had been used. After the surgery, the surgeon performed a radiological procedure to detect the cause of the symptoms. Suturing manually the opened stapling line was done to resolve the issue.